Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the bronchoscope a b-30 scope communication error was found.